Event description:
The customer reported the system failed to raise and lower. No reports of patient or staff injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The vertical lift power supply was replaced. The system was then found to be working as intended.